Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the probe tip broke off while opening the patient's cervix. The probe tip fell inside the patient's cervix, but it was successfully retrieved with a grasper. It was reported that the probe tip broke off likely due to the large bite of tissue and the swivel pad of the jaw created too much pressure on the probe. This practice been revised to prevent recurrence. The intended procedure was completed using another similar device. It was also reported that a metal uterine manipulator was used in the procedure, but the physician stated that there was no contact between the device and the metal manipulator. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. However, this type of damage is consistent with the continuous activation of the output while there was no tissue between the probe and the grasping section. If additional information becomes available at a later time, this report will be supplemented. The instruction manual warns users; "if the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw the thunderbeat instrument from the body cavity. Otherwise, the probe tip may break and fall off inside the body cavity."